Event description:
It was reported that the other day, there was a patient that had a ¿compounded thing¿; there were some crystals/precipitate around the catheter tip when a revision was being done. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8709, serial# unknown, product type: catheter. (B)(4).